Manufacturer narrative:
G4:22dec2020 b4:(B)(6)2020 there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23sep2020.

Event description:
The customer reported a touchscreen failure. The unit was in use, however, there was no patient harm reported. The manufacturer's field service engineer (fse) confirmed the touchscreen was not working. The fse replaced the touchscreen and the issue was resolved.